Event description:
It was reported that the tines of the needle were bent/tangled and difficult to retract. This 3.0/17/15 leveen? Superslim needle electrode was selected for use in a liver computed tomography (CT) guided ablation therapy procedure for liver cancer. During the procedure, the first time the needle was withdrawn, it was withdrawn smoothly. The second time the needle was withdrawn, the shape of the needle was distorted, and the needle could not be withdrawn smoothly. After several attempts of position adjustment, when the radiofrequency needle was removed, it was observed that the needle tines were entangled with each other. The procedure was completed with this device and the patient condition following the procedure was stable.

Event description:
It was reported that the tines of the needle were bent/tangled and difficult to retract. This 3.0/17/15 leveen? Superslim needle electrode was selected for use in a liver computed tomography (CT) guided ablation therapy procedure for liver cancer. During the procedure, the first time the needle was withdrawn, it was withdrawn smoothly. The second time the needle was withdrawn, the shape of the needle was distorted, and the needle could not be withdrawn smoothly. After several attempts of position adjustment, when the radiofrequency needle was removed, it was observed that the needle tines were entangled with each other. The procedure was completed with this device and the patient condition following the procedure was stable.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 3.0/17/15 leveen? Superslim needle electrode was visually inspected, revealing that the needles were kinked. A functional test was performed, and the needles could be extended and retracted normally. The clinical observation of needles kinked was confirmed, and the clinical observation of difficult to retract was not confirmed via analysis.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 3.0/17/15 leveen? Superslim needle electrode was visually inspected, revealing that the needles were kinked. A functional test was performed, and the needles could be extended and retracted normally. The clinical observation of needles kinked was confirmed, and the clinical observation of difficult to retract was not confirmed via analysis.

Event description:
It was reported that the tines of the needle were bent/tangled and difficult to retract. This 3.0/17/15 leveen? Superslim needle electrode was selected for use in a liver computed tomography (CT) guided ablation therapy procedure for liver cancer. During the procedure, the first time the needle was withdrawn, it was withdrawn smoothly. The second time the needle was withdrawn, the shape of the needle was distorted, and the needle could not be withdrawn smoothly. After several attempts of position adjustment, when the radiofrequency needle was removed, it was observed that the needle tines were entangled with each other. The procedure was completed with this device and the patient condition following the procedure was stable.